Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1242 showed (B)(4) other similar product complaint(s) from this lot number.

Event description:
It was reported "purple hub is leaking when accessing, immediately after insertion." No other information was provided.